Manufacturer narrative:
(B)(4). Jorg schilcher, phd, md , ingemar ivarsson, phd, md, rico perlbach, md and lars palm, phd, md(2016), no difference in periprosthetic bone loss and fixation between a standard-length stem and a shorter version in cementless total hip arthroplasty. A randomized controlled trial, 1220-1226. Http://www.sciencedirect.com/science/article/pii/s0883540316308154?via%3dihub. Concomitant medical products: exc abt e1 n/flng cup 28x48mm, item no: ep-112848, lot no: 2217494; cer option type 1 tpr sleve -3, item no: 650-1065, lot no: 2561789; cer bioloxd option hd 28mm, item no: 650-1055, lot no: 2698670. Report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Product remains implanted, the infection healed and the patient reported satisfactory results at final follow-up. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01225, 3002806535-2017-01226, 3002806535-2017-01227.

Event description:
It has been reported that a patient underwent a left hip replacement. Subsequently, the patient was diagnosed with infection with coagulase-negative staphylococci 4 weeks after index surgery. The wound was debrided and antibiotic treatment was given for 3 months. The infection healed and the patient reported satisfactory results at final follow-up.